Event description:
It was reported that a physician trained in the use of the starclose se device, attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, the device was difficult to remove. In accordance with the instructions for use the access ports were used and the device was removed successfully from the patient anatomy. Hemostasis was achieved with the clip. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found it was fully clip deployed. The thumb advancer had been unlocked and retracted proximal of the finish window after clip deployment, indicating the access ports were used to remove the device. Examination of the internal components found them in the corresponding positions of the external components and undamaged with the exception of the vessel locator wings. During clip deployment the vessel locators are designed to automatically collapse so as not to interfere with the clip deployment; however, the vessel locator wings of this device were bent distally. Based on the investigation findings, the most probable root cause for the bent locator wings is due to tissue compressed between the distal end of the tubes and behind the open locators creating distal forces during thumb advancement bending the locator wings and subsequently contributing the stuck condition. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.